Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was using cold insulin. Tandem technical support informed the customer that cold insulin is off label per the tandem user guide. Customer continued to use the existing cartridge. Additionally, it was reported that the cartridge was leaking from the pigtail. Customer loaded a new cartridge to address the issue. The customer's blood glucose (bg) level was 125 mg/dl.